Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the objective lens broken, u/d or r/l knob broken and air/water nozzle clogged. Based on the result, we concluded that it was caused due to the objective lens broken; however, other failures are not related to the alleged complaint.